Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The device remains in use supporting the patient. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding, with dark stools and acute anemia. The patient was hospitalized and unspecified changes were made to the medication regimen. The patient was transfused with 4 units of packed red blood cells. An esophagogastroduodenoscopy was performed with no arteriovenous malformations found. The patient was placed on proton pump inhibitors. The issue reportedly resolved on (B)(6) 2015.